Event description:
It was reported that there was a revision of competitor hip and went to implant the gmrs proximal femoral component the implant was sticking out of the packaging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs femoral component was reported. The event was confirmed. Device evaluation and results. Based on the visual inspection of the returned product it appears that this outer blister packaging was subjected to incorrect excessive handling whereby the packaging appears to have been compressed to the extent that both the outer and inner blisters became damaged device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive incorrect handling. No further investigation for this event is required at this time

Event description:
It was reported that there was a revision of competitor hip and went to implant the gmrs proximal femoral component the implant was sticking out of the packaging.